Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was pressure to the device.

Manufacturer narrative:
The shuntsyste was returned in the returnkit without liquid. The progav 2.0 valve was set to pressure range 6 cmh2o and the prosa valve to pressure range 20cmh2o. A visual inspection was performed and a deformation was identified on the valve. Also, the valve was out of the acceptable tolerance. The progav valve was set to pressure angle 6cmh2o and the prosa valve to pressure range 20cmh2o. To determine pressure ranges, the valves were adjusted accordingly. It was found that every adjustment was possible and verified by a verification tool. Investigation did not find any issue with the valve. No further actions are required.